Event description:
The physician reports, that the crystalens haptics tore when delivering the lens. The posterior capsule tore and vitreous fluid was lost. A vitrectomy was performed and the original incision was enlarged, the damaged lens was removed, and the incision was sutured. The physician was unable to implant the backup crystalens due to compromised capsular bag (contraindicated).

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage is unk. Pt and device codes: not labeled.